Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 1 and cartridge alarm 30) with multiple cartridges during the load process. Additionally, the insulin gauge was inaccurate. Upon, loading a cartridge a minimum fill notification occurred after filling a cartridge with 180 units of insulin. The customer¿s blood glucose level was 272 mg/dl. Customer added insulin to the cartridge and loaded it successfully.